Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a wide complex tachycardia with hypotension. It was further reported that the implantable pulse generator (ipg) pacing spikes were not visible. It was also reported that the pacer spikes were only occasional or missing in the rhythms observed. The patient required defibrillation. The device remains in use. No further patient complications have been reported as a result of this event.